Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the primary alarm test failed. No patient involvement was reported.

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 2031642-2016-02968 was submitted. Please see the corresponding reports for evaluation data.